Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(6) the referenced post was received by medtronic social media via: (B)(6) ***document only*** the bg missing rsn field and the batch missing rsn field have been coded 01 (declined to provide) since the related information was not provided in the post. ----start post---- ----end post---- social media team response: ******not enough customer information to locate customer account. Unable to obtain weight due to not enough customer information to locate customer account*****